Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, including to values out of range and greater than 125 ohms. Boston scientific technical services has provided troubleshooting options to the field and the rv lead remains in service. No adverse patient effects were reported.